Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy. Reportedly the customer is wearing the pump supplies for 3-3.5 days. Tandem clinical support informed customer that wearing the pump supplies for 3-3.5 days, is off label per the user guide. Customer¿s blood glucose (bg) displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.